Event description:
It was reported that when installing desktop 2.6 using the universal serial bus (usb) the programmer locked up with the 0502 error. The usb was removed and the power recycled. The error did clear but the message "unable to access media" was generated. The usb was to be reinserted and the installation continued, but the programmer has now been returned to service. It was indicated that there was no patient involvement associated with this event. It was further reported that both the programmer and the radio frequency programmer head that was returned with it, subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Analysis confirmed the customer comment that an error was generated when trying to update software, so the media processing unit was replaced. Analysis also found that the radio frequency programmer head connector of the link electronic module (lem) board was loose and the lem was replaced and calibrated. Product ID 2067 radio frequency programmer head.